Event description:
On the second insertion coming back through a highly calcified iliac, resistance was encountered. The physician tugged on the device causing it to catch on the sheath and the catheter separated from the nosecone. The physician was able to retrieve the tip without further complications. No patient implications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.